Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history identified no previous repairs were noted within the last 12 months. The reported issue was not confirmed. The cause of the reported issue could not be determined. Preventative maintenance will be performed.

Event description:
It was stated that the pump presents an upstream occlusion tracking. There was no patient involvement.